Manufacturer narrative:
The glidescope gvm monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned gvm monitor and was able to confirm the reported "frozen image" issue. During testing, the monitor powered on until the small hourglass appeared. Once the small hourglass disappeared, the monitor became unresponsive. The camera image quality test was performed and failed. The technical service representative attributed the power management issue to pcba failure. The pcba was replaced, the device was certified and the glidescope gvm monitor was returned to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device return is anticipated; however, at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope gvm monitor, the monitor froze; none of the buttons were working. The customer did not report a delay in the procedure, use of a backup device, or harm to the patient or user.